Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the remaining longevity was 16%. Technical services reviewed the available device data and confirmed the battery was depleting prematurely. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was not expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the remaining longevity was 16%. Technical services reviewed the available device data and confirmed the battery was depleting prematurely. Device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.